Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a pilot balloon failure. There was patient involvement and no reported outcome.